Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient was morbidly obese with severe asthma. The patient has been on and off steroids for the last 6-8 months for treatment of asthma. The patient's baseline fev1 value was approximately 60% of the predicted value. On (B)(6) 2013, the patient underwent her first bronchial thermoplasty procedure to the right lower lobe. The patient was treated under general anesthesia and the patient was noted to have "small airways." The procedure was completed with no complications and the anesthesia was uneventful with no evidence of hyper- or hypo- tension. Following the procedure, the patient was kept in the hospital for observation as the patient's fev1 value was not at 80% of the baseline value. The patient experienced a cough post-procedure. At approximately 4am, the patient experienced some weakness on one side of her body and was diagnosed with a carotid artery dissection based on CT angiography of the head and neck, MRI with infusion, and carotid doppler. The patient was hospitalized but has since improved and has been discharged to rehabilitation. In the physician's assessment, the carotid artery dissection was most likely coincidental to the bronchial thermoplasty procedure as the patient had numerous risk factors for vascular disease including a history of hypertension, diabetes (controlled with oral agents and insulin), and morbid obesity. The patient was also evaluated by a neurologist who felt that the event was coincidental. In addition, it was noted that the patient had undergone an evaluative bronchoscopy procedure approximately two months prior to the first bronchial thermoplasty procedure. Following this bronchoscopy, the patient had an asthma exacerbation and was hospitalized. **additional information received since june 10, 2013** according to the complainant, the patient was sent to a rehabilitation hospital and continues to improve. She has not yet returned to baseline and has some neurologic deficits. The neurologist has determined that the bronchial thermoplasty is not responsible for the stroke and the anesthesiologist has determined that there were no unusual physiologic changes during the procedure to explain the event. In the physician's assessment, the stroke is possible related to the bronchoscopy procedure but is not related to the bronchia thermoplasty treatment. As the physician has assessed the event of stroke to be unrelated to the bronchial thermoplasty treatment, this will no longer be considered a reportable event.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient was morbidly obese with severe asthma. The patient has been on and off steroids for the last 6-8 months for treatment of asthma. The patient's baseline fev1 value was approximately 60% of the predicted value. On (B)(6) 2013, the patient underwent her first bronchial thermoplasty procedure to the right lower lobe. The patient was treated under general anesthesia and the patient was noted to have "small airways". The procedure was completed with no complications and the anesthesia was uneventful with no evidence of hyper- or hypo- tension. Following the procedure, the patient was kept in the hospital for observation as the patient's fev1 value was not at 80% of the baseline value. The patient experienced a cough post-procedure. At approximately 4am, the patient experienced some weakness on one side of her body and was diagnosed with a carotid artery dissection based on CT angiography of the head and neck, MRI with infusion, and carotid doppler. The patient was hospitalized but has since improved and has been discharged to rehabilitation. In the physician's assessment, the carotid artery dissection was most likely coincidental to the bronchial thermoplasty procedure as the patient had numerous risk factors for vascular disease including a history of hypertension, diabetes (controlled with oral agents and insulin), and morbid obesity. The patient was also evaluated by a neurologist who felt that the event was coincidental. In addition, it was noted that the patient had undergone an evaluative bronchoscopy procedure approximately two months prior to the first bronchial thermoplasty procedure. Following this bronchoscopy, the patient had an asthma exacerbation and was hospitalized.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Manufacturer narrative:
(B)(4).